Event description:
It was reported that the third overdischarge (od) was confirmed on the patient¿s implantable neurostimulator (ins). It was also noted that the ins battery depletion was premature. When asked how this happened the patient stated that they had gone on vacation and did not charge. It was noted that they had another ins battery that they kept charged so it was unsure why they did not keep this device charged. A physician mode recharge (pmr) trickle charge was attempted but an end-of-service (eos) message was then seen. No other diagnostics or troubleshooting was performed for the event issue. There were no patient symptoms or complications reported that were associated with the issue. The patient¿s physician was replace the ins in (B)(6), pending insurance approval. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
Additional review determined that after the explanted device was returned the s/n should be updated to reflect the ins that was removed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found end of service (eos) due to three overdischarges.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was replaced due to end of life (eol) indicator the patient received while attempting to complete trickle charges. The physician wanted a complete analysis of the battery.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the patient was scheduled for surgery on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.